Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited low impedances. The alert was programmed off as the low impedances have been chronic, and the lead remains in use. No patient complications have been reported as a result of this event.